Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The pump was experiencing "door not fully latched" alarms. The issue was caused by a loose link screw. As a result, the link screws were replaced.

Event description:
It was found during baxter's testing that a pump was alarming for a door not fully latched message. There was no patient injury reported.